Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) showed 4.5 years remaining. It was noted that the power consumption was 202 percent and the outputs were programmed higher. Analysis was performed and indicated that given the settings, a longevity calculation estimated that the device would draw approximately 120 microwatts average power. In addition, the left ventricular (lv) pace amplitude dropped from 5.0 volts to 3.0 volts which should drop the power consumption to about 65 microwatts. Additional information indicates that there was no low amplitude as it was referring to pacing output wherein it was lowered as big of a safety margin for lv pacing is not needed. This crt-p remains in service. No adverse patient effects were reported.